Manufacturer narrative:
Results: the px slim was buckled approximately 70.0 cm from the hub. The outer diameter was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the px slim was buckled. This type of damage typically occurs due to improper handling during use. If the device is manipulated against resistance during insertion of the device, damage such as this may occur. Even though the outer diameter of the px slim was measured to be within specification, resistance was experienced by the penumbra investigator when the px slim was advanced through a demonstration catheter. Lubricity was present on the catheter shaft. Px slims are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00063.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using px slim delivery microcatheters (px slim). During the procedure, another manufacturer's parent catheter was inserted into the patient and then a px slim (lot #f64989) was inserted through it. While advancing the px slim through the parent catheter, the physician met resistance and was unable to advance the px slim any further. The physician removed the px slim and attempted to advance a new px slim (lot # f64993) through the parent catheter; however, resistance was met again and the px slim was removed. The procedure was completed using another manufacturer's devices. There was no report of an adverse effect to the patient.